Event description:
Device 3 of 4. Reference MFR report # 1627487-2019-01268. Reference MFR report # 1627487-2019-01269. Reference MFR report # 1627487-2019-01271. It was reported that the implanted leads migrated, confirmed via xray. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, therapy was restored.